Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the handle cracked and was deemed unusable. Likely due to normal wear and tear. No patient impact or delay to surgery.